Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The bulkhead connector (network bulkhead connector, product number 9680152) was returned to the manufacturer for analysis. Through visual/physical examination the reported issue was confirmed. There was physical damage to the component, one side wall was broken out of the returned connector with bent contacts inside the connector. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, network bulkhead connector, serial/lot #: unknown/unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the network pins on the bulkhead connector were bent and causing an intermittent connection. There was no patient present.